Event description:
Following an aortouniiliac procedure and subsequent femorofemoral crossover procedure with cook zenith aaa endovascular grafts, two gore tag thoracic endoprosthesis were placed. A tg3710 was placed within the 34 mm cook zenith aaa endovascular graft, and a tg4010 was placed proximal due to pt anatomy. At the pt's 8 month follow-up visit, a non-contrast computed tomography scan identified what appeared to be a type iii endoleak between the 34 mm cook zenith aaa endovascular graft and the gore tag thoracic endoprosthesis tg3710. In 2007, the physician reintervened to place an add'l gore tag thoracic endoprosthesis tg3715. This successfully resolved the type iii endoleak. No adverse events were reported regarding this reintervention. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been requested.